Event description:
Patient care specialist contacted dexcom technical support on (B)(6)2014 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose meter patient experienced on (B)(6)2014. Dexcom technical support contacted patient direct on (B)(6)2014 and discussed patient complaint. Patient care specialist, nor did the patient, report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4).